Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that the plunger was still in the pre-deployed position and there was slack present on the link. The sheath looked normal and there was a kink on the sheath just below the overmold area. After the device is inserted into the patient it is not possible to check the hydrophilic coating, because it is difficult to quantify its presence once the device has been deployed. No manufacturing deficiency was detected because the daily lot testing for hydrophilic coating was confirmed to be within specifications. During the investigation, the guidewire was backloaded and frontloaded without problem. Based on the investigation findings, the probable cause for a sheath to kink is due to the patients anatomical condition. Patient tissue is heavily scarred, with a tight tissue tract and if the operator aggressively advances the device, it could result in a kink. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a scarred left common femoral artery after an interventional procedure. Reportedly, as the device was being placed onto the guidewire to insert into the anatomy, difficulty was encountered. Once the device was inserted into the anatomy, the foot could not be deployed. After device removal, the device was observed to be bent at the junction between the guide wire exit port and the foot. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.